Event description:
After 2 hours and 45 minutes of use, it was noted that there was a tear in the clear silicone of the accessory tip cover. Valleylab esu set at 35 cut/ 50 coag, set on dessicate. No arcing noted. Tip changed out as soon as tear was noticed. No known patient harm.